Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm on (B)(6) 2023. On the same day, it was reported that the patient called to report that she was hospitalized due to a cgm inaccuracy. The patient reported not being able to move or lift her hand, and eventually lost consciousness. The patient could not recall any specific bg/cgm values for this event, including whether her bg was high or low. The patient could also no longer remember any of her treatment or hospitalization details. The patient was in good condition at the time of report. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. There were no reported glucose values available to search within the parkes error grid calculator. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of loss of consciousness.